Manufacturer narrative:
(B)(4). It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal body outer diameter for a 22fr gore® dryseal flex introducer sheath is 8.2mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a thoracic aortic dissection using gore® dryseal flex introducer sheath as an accessory during the procedure. A 22fr sheath was inserted from the right-side access site. After stent graft placement, an injury to the right external iliac artery was reportedly confirmed upon removal of the sheath. According to the report, the right external iliac artery measured 7.2mm in diameter at the injury site. A stent graft was implanted from the right common iliac artery to the external iliac artery to treat the vessel injury. The right internal iliac artery was intentionally covered by the stent graft. The patient tolerated the procedure.